Manufacturer narrative:
Device is combination product. Device evaluated by mfg: a visual and microscopic examination of the returned device identified the hypotube was kinked at 535mm distal to the strain relief. Several smaller kinks were also noted along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The struts on the distal end of the stent were misaligned and stretched and some of the struts were also bunched up. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a coronary stenting treatment procedure the stent delivery system (sds) failed to cross the lesion. The 90% stenosed, 38mm long, de novo target lesion was located in a mildly tortuous, mildly calcified right coronary artery with a vessel diameter of 3.5mm. The 38mm x 3.50mm taxus element sds was selected for use but was unable to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and patient's status is stable.